Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 78-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease (cad) and diabetes mellitus (dm). After completion of the case and post-pump removal, the physician experienced difficulty deploying the perclose device. The sheath was re-inserted over the wire, followed by placement of a new perclose device. Subsequently, the patient¿s blood pressure decreased to 70s/40s, prompting evaluation via contralateral femoral access, which revealed right femoral artery bleeding/extravasation. Two covered stents were deployed, resulting in resolution of the bleed. The patient was transferred to the ICU for close monitoring. Importantly, there were no visible issues with the impella insertion, device performance during the case, or removal of the pump. The reported major bleed requiring surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The bleed resolved with standard intervention and the patient survived.